Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No product problem related to the customer allegation was identified. One pc and 39 replicates of nc/dilution utm were tested. All nc/utm replicates generated 'flu a not detected, flu b not detected, sars-cov-2 not detected' results. All replicates were valid with no documented failure codes. No product problem was observed. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the (B)(6) alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that they observed from the analyzer data that on (B)(6), 2021 a sars-cov-2 negative, influenza a positive, influenza b negative result was generated for a patient¿s sample. The patient¿s same sample was repeat tested on a different platform the cepheid that generated an influenza a negative result. No patient details were made available, and no harm or injury was indicated. Patient sample was collected using viral transport media. The investigation to assess the customer allegation has not yet been completed.